Event description:
According to the reporter, when the dr tried to insert a suction catheter into the lumen of this product during the operation, the suction catheter did not advance.

Manufacturer narrative:
Investigation is still in progress. Results of investigation will be forwarded upon completion of eval.